Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and a disposable cassette were attached for testing and passed. According to the investigation, the customer reported problem could not be duplicated. Investigator replaced the pump downstream occlusion sensor for prevention measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant alarm for cassette not attached properly. No adverse effects were reported.